Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 459mg/dl. It was stated that the customer was experiencing unexplained high glucose for three weeks. Troubleshooting was declined, and a replacement of the insulin was requested. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.